Event description:
The healthcare provider (hcp) reported the device needed to be replaced and speculated the device had stopped working about three months ago. It was unknown what caused the implantable neurostimulator (ins) to stop working or what was done to resolve it. As a result of the ins not working the consumer had to increase their strength/setting. The consumer was currently looking for a doctor to potentially replace their device. No patient symptoms were reported. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.